Event description:
Same case as MFR report #: 2134265-2008-01900, -01902. Clinical trial. It was reported that 601 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a stent thrombosis. The pt presented for treatment with an acute myocardial infarction. The index procedure treated the 100% stenosed, 3.0x28mm, de novo om1 (1st obtuse marginal) with predilation and three abutting taxus express2 stents: 3.5x16mm, 2.75x16mm, and 2.75x24mm resulting in 0% residual stenosis. The patient developed in-stent thrombosis 601 days following the initial procedure. The pt was admitted for treatment at another hospital with st elevation myocardial infarction (stemi). An occlusion of the om1 was found on catheterization in the 3.5x16mm taxus express2 drug eluting stent. The stemi was confirmed by ECG. The occlusion was treated successfully with angioplasty and placement of another MFR's stent. The pt was discharged on asa and plavix following the reintervention. It is unknown if the pt was taking any antiplatelet agents before the stemi. The physician reported this event as possibly related to the study devices.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.